Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 23.9cm was returned for analysis. External insulation abrasion was found at 15.2-15.6cm from the connector pin, consistent with lead friction to the ICD can. External abrasion noted at 17.9-18.5cm from connector pin, consistent with friction to another device. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented to the ER with palpitations. Upon interrogation of the device, no hv therapies were seen in seven vf episodes. The vf episodes indicated aborted therapy due to possible hv lead issue. The lead was explanted and replaced.